Event description:
It was reported that the user experienced recurrent low glucose while using the ilet system integrated with a freestyle libre 3 plus sensor and the islet android app, including an urgent low glucose alert with a reported blood glucose of 53 mg/dl, and that connectivity issues between the sensor and app were resolved by reinstalling the app via a qr code. Symptoms included hypoglycemia requiring treatment with oral glucose. Outcomes included urgent low alerts and low glucose alerts. Investigation included technical troubleshooting and user education focused on sensor-app connectivity and app reinstallation. Investigation of this case revealed that the connectivity issue was resolved after app reinstallation, while the cause of the hypoglycemia remained unclear despite the user reporting consistent diet and activity. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence to attribute the hypoglycemia to a device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.